Manufacturer narrative:
The manufacturer¿s field service engineer (fse) confirmed the reported cracked display issue the manufacturer¿s field service engineer (fse) replaced the user interface assembly to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This gui assembly was tested with the fi test touchscreen installed and no functional failures were identified.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display is blank. There was no patient involvement.